Event description:
Healthcare professional reported a patient was injected with 1 syringe of juvéderm vollure¿ xc into the lips and marionette lines and patient appeared to be fine. Shortly after the patient saw their primary care physician due to a very bad sinus infection, deemed not device related. MRI report of the head and neck came back negative for any allergies, however the pcp did prescribe the patient with some dyclonine. The findings of a CT scan about 6 months after the injection note that the nasal septum is slightly deviated to the left and patient has some soft tissue infiltration within the subcutaneous tissues overlying the bilateral lower mandibular regions. Some of these areas also demonstrate fluid retention. It was noted the fluid attenuation infiltration involving the subcutaneous tissues could be due to infectious or inflammatory causes. About three weeks later, patient was seen by the injecting healthcare professional and was experiencing ¿angioedema, nodules- late onset, and swelling of the lips.¿ patient liked the appearance of their lips and did not want to fully dissolve the product so they were treated with hyaluronidase (hylenex) on that date. Patient was also treated with kenalog. Roughly two weeks after the visit with the injecting healthcare professional, patient underwent another CT scan that noted a retention cyst in the alveolar recess of right maxillary sinus. A nasal septal deviation to the right with septum contacting right middle turbinate was noted. Inflammatory mucosal changes through the paranasal sinuses was also noted. Another kenalog injection occurred with the treating healthcare professional 3 days after this CT scan. Injecting hcp notes events are ¿almost all resolved¿, but still ongoing.

Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The event of sinus infection (not device related) is considered an unexpected adverse drug experience.